Event description:
In 2008, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The insurance company alleges that the patient was injured as a recipient of the heparin.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.